Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a possible fracture as there was an acute rise in pacing threshold and impedance, oversensing and noise was seen on the electrograms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.